Event description:
It was reported medfusion 4000 pump travel coarse error. No further details provided.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during routine maintenance. (Updated h6 event problem patient code).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified travel coarse error - check clutch/plunger lever. During the functional testing the reported issue was unable to be duplicated, however the lead screw nut was visibly too loose. The root cause of the issue was due to incorrect assembly by manufacturing. Adjusted lead screw nut tightness to specifications. Also replaced lead screw, clutch spring and both clutch halves as a preventative measure. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.